Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the valved breakaway introducer failed to split upon attempting to remove. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, the customer submitted photographic evidence clearly demonstrating that the sheath introducer had a an irregular, wavy deformation at the onset of splitting. The complaint could not be confirmed. The root cause could not be established. This device was manufactured prior to the acquisition.